Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted.

Event description:
It was reported that during implant attempt, the lead dislodged. The physician was unable to rewire the lead, being unable to get a wire past the suture sleeve. The physician wondered if he had sutured the lead too tightly. The lead was not used. No patient complications have been reported as a result of this event.